Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. However, a picture of the sample was provided. An inspection of the sample picture provided did not identify any abnormalities that could have contributed to the reported condition. Additionally visual inspection and functional testing of a retained sample from the same lot did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a control-a-flo set leaked. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.